Event description:
It was reported that the pt is no longer able to hear with his device. Testing was carried out which showed all channels with status hi, indicating that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.